Event description:
It was reported that a problem with the implantable neurostimulator (ins) was suspected/alleged. It was stated that the ins may have flipped. The patient reported that the ins was "not set right" and that it was laying "back to front" (rather than vertical) and they "have never been able to charge it all the way." It was stated that they would be having a revision surgery. It was noted that the patient was told not to use the ins. The patient stated that she was unsure if the stimulation was covering the correct area because she had not used the ins very much.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(6), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Product not returned.